Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7232cx, implantable pacemaker/cardio/defib, (B)(6) 2007. (B)(4).

Event description:
It was reported that during a generator change the manual r-wave measurement showed no intrinsic r-wave present. After new device was implanted the right ventricular (rv) lead was hooked up to the analyzer where r-waves measured low. The physician then opted to cap off the pace/sense portion of the rv lead and to replace it with a new pace/sense lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.